Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton wadding had fallen apart. Head was smashed open. [Device breakage] case narrative: consumer reported via phone that the cotton wadding from tampon had fallen apart and was smashed open. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton wadding had fallen apart, head was smashed open [device breakage] . Case narrative: consumer reported via phone that the cotton wadding from tampon had fallen apart and was smashed open. No injury reported.